Event description:
A catheter fracture was reported. It was reported that the patient was not getting pain relief. A dye study was performed that confirmed a distal catheter fracture. A revision was along with a drug change from dilaudid to morphine (1mg/ml, 0.5 mg/day) was done on (B)(6) 2012. Per reporter the entire catheter was to be replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer: model: 8835, serial# (B)(4). Catheter: model: 8731sc, serial# (B)(4), implanted: unk, explanted: unk. Catheter: model: 8709sc, (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Catheter: model: 8590-1, lot# n277964, implanted: 2011 (B)(6), explanted: unk. (B)(4).